Manufacturer narrative:
The complaint device was returned for evaluation. Initial visual inspection found that the pole clamp was broken. Device evaluation identified that the downstream occlusion malfunctioned. The mechanism with sensors was replaced. The circuit boards were inspected, the device was calibrated and then tested on a simulator. Testing of the air-in-line, alarm, display, door ajar, keypad, patient side occlusion, plunger position, rate accuracy, self test/power, and upstream occlusion were performed and passed. The root cause for the confirmed reported event was determined to be that the device failed that downstream drops per minute test per the OEM test specification. This type of event will continue to be monitored. It should be noted that this is being filed based on retrospective review.

Event description:
Reportedly, post repair, the device had an occlusion. There was no report of patient harm. It is unknown if there was patient involvement. No additional information is available.